Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73k1800059 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic proximal gastrectomy, no problem at loading of the first and second clips. Then, the third clip fell in the patient and no clip came out to be loaded after that. The fallen clip was retrieved, and the device was replaced with a new one to complete the procedure. No clip remained in the patient and there was no injury to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. The first clip was protruding from the channel and was stuck in the bent rotation tab. The next clip was out of position in the channel. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed, and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly as the feeder was to the side of the clip. Another attempt was made and again the clip was unable to load as the clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Additionally, the bottom jaw was found bent. It could not be determined exactly how the bottom jaw was bent. However, it is possible for the jaw to be damaged if the device jammed due to the clip stacking and the user attempted to continue to fire the device. The sample was received with 11 clips remaining, including the first clip that was protruding from the channel, indicating that 4 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. Nc has been opened to further investigate the clip stacking issue. The device history review for the product auto endo5 ml lot# 73k1800059 investigation did not show issues related to the complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, mishandling of appliers may result in improper load and/or closure of the ligating clip. Other remarks: the clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. Nc has been opened to further investigate the clip stacking issue. The reported complaint of clip fell from applier was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. The first clip was protruding from the channel and was stuck in the bent rotation tab. The next clip was out of position in the channel. Upon functional inspection, the clips were unable to load properly. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. Teleflex will continue to monitor and trend related events.